Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. The drive support cap was inspected and no anomaly was noted. The insulin pump was received with cracked case on display window corners, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer stated that they pushed the drive support cap. The customer's blood glucose was 20 mg/dl at the time of incident. The customer's blood glucose was 113 mg/dl at the time of call. The customer stated that they were given sugar water to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer stated that the drive support cap was sticking out. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.